Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and decided to go with a different diopter. The lens was removed without any patient injury.

Manufacturer narrative:
(B) (4). (B) (4).